Event description:
Customer reported via webform a "replace sensor" error message from the adc device and was therefore unable to obtain sensor readings. The customer was contacted and was reported that they experienced hypoglycemia and was provided oral sugar by a non hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a "replace sensor" error message from the adc device and was therefore unable to obtain sensor readings. The customer was contacted and was reported that they experienced hypoglycemia and was provided oral sugar by a non hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.